Event description:
It was reported that the patient had a pain at the implant site. The patient underwent a pocket revision procedure and was doing well post-operatively.

Manufacturer narrative:
Exact date unknown, event occurred in approximately april of 2023 from date manufacturer was made aware.